Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Unknown if infection. Contact from hcp's office just noted "drainage from incision". Reps have been requested to attend the patients next follow-up appointment with the physician (B)(6) 2024 and should know more at that time. Patient was seen at his physician¿s office on (B)(6) 2024. The patient is spanish speaking only. Rep's understanding was that he had been on antibiotics due to a possible infection. The physician felt as though his pocket site no longer showed signs of infection but he did observe an opening in his incision site that deserved attention. The patient is scheduled for an appointment on (B)(6) 2024 to re-evaluate the plan of action. The patient stated that he had not yet used his implant, thus, his battery was empty. The physician told the patient to bring his equipment to the (B)(6) 2024 appointment. The plan is to charge the battery so integrity of the system can be evaluated.

Manufacturer narrative:
Correction to regulatory report #3004209178-2024-01090 follow up: 001 hospitalization was not checked in section b2 along with intervention. Hospitalization box now checked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-04 mpxr 1134938, update (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Unknown if infection. Contact from hcp's office just noted "drainage from incision". Reps have been requested to attend the patients next follow-up appointment with the physician (B)(6) 2024 and should know more at that time. Patient was seen at his physician¿s office on (B)(6) 2024. The patient is spanish speaking only. Rep's understanding was that he had been on antibiotics due to a possible infection. The physician felt as though his pocket site no longer showed signs of infection but he did observe an opening in his incision site that deserved attention. The patient is scheduled for an appointment on (B)(6) 2024 to re-evaluate the plan of action. The patient stated that he had not yet used his implant, thus, his battery was empty. The physician told the patient to bring his equipment to the (B)(6) 2024 appointment. The plan is to charge the battery so integrity of the system can be evaluated. 2024-may-23 mpxr 1184725 (rep, hcp): it was reported that there was a system infection related to the lead and ins. Spinal compression was also noted. The issue was resolved with device removal. Hospitalization was noted. The explanted devices were discarded. 2024-may-24 e1 (rep): the rep reported the system was explanted on (B)(6) 2024, and referenced the report from (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a system infection related to the lead and ins. Spinal compression was also noted. The issue was resolved with device removal. Hospitalization was noted. The explanted devices were discarded. On (B)(6) 2024 the rep reported the system was explanted on (B)(6) 2024, and referenced the report from (B)(6) 2024.